Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. Here were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1544 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touch screen test passed. Voltage check test passed. System air leak test passed.valve actuation test passed.pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems.there were no visual discrepancies encountered during the internal inspection.a review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a blank screen on the liberty select cycler. Screen was blank during power up. Rebooted cycler but the screen remained blank. The ok and stop keys did light up and did make sound when pressed. Cycler was plugged directly to wall outlet on its own outlet. Power cord was secure to back of cycler and to wall outlet. Replaced cycler due to blank screen. At least one full treatment had been completed with this cycler. The fresenius technical support representative advised to discontinue use of this cycler and to contact peritoneal dialysis registered nurse (pdrn) to inform of replacement. Patient had enough boxes of capd/manual supplies. Patient will perform capd/manuals. There was no patient involvement, harm or adverse event reported. Additional information was requested, but none has been received.